Manufacturer narrative:
Date of device manufacture year is 2004. The month of manufacture was february. A ge healthcare service representative performed a checkout of the system but was unable to reproduce the reported issue. The system was returned to service.

Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that, the unit didn't pass the checkout. There was no reported patient involvement.